Event description:
On (B)(6) 2011, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. On (B)(6) 2011, the patient was treated for a type b dissection and an occlusion of the main body of the graft. A surgical axial-bi-femoral bypass was performed on the patient. The patient tolerated the procedure. On (B)(6) 2011, the patient was converted to open surgery and the devices were explanted. A y-graft was sewn in. The patient expired this same day. It was reported that the physician believes the dissection was caused from the original procedure, but not necessarily the devices. The physician believes the membrane from the dissection caused the occlusion and that the proximal anastomosis of the y-graft ruptured. A cause of death is unknown. The devices were discarded at the site.

Manufacturer narrative:
Method: a review of the manufacturing records for the device has been conducted. Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and / or require intervention include, but are not limited to: surgical conversion, occlusion of device or native vessel, occlusion, death.